Manufacturer narrative:
The reported complaint of the patient was not cooling, and was unable to be flush the icy catheter (lot# 141208) was not confirmed during functional testing. No leak was observed. The catheter performed as intended. Slow cooling may be caused by patient's expected physiological reaction, and patient's clinical condition. The root cause for the reported complaint could not be conclusively determined. Visual inspection was performed on the returned icy catheter. The balloon was examined, and there were no tears, balloon bond detachment, or rupture. Blood residue on balloon was observed. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloon fully inflated when pressurized up to 100 psi without any issues. No leak was observed. All lumens flushed as intended. Additional testing was performed using peristaltic pump. The returned catheter was connected to a known good suk, and ran on a peristaltic pump. No leak was observed on the catheter. The catheter performed as intended. The returned icy catheter was connected to our standard suk, and ran with the thermogard xp ivtm system for an hour in the max warming mode with target temperature of 37°c, and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. The red pinwheel on the known good suk was observed spinning. The saline was circulating in both cooling and warming mode. No leak was observed on the catheter. The catheter performed as intended.

Event description:
At an unspecified time, during ivtm treatment, the user observed that the patient was not cooling. It was observed that the temperature of the patient was 35.7 c, and the console was set to 33 c. The user observed that the pinwheel was not turning. The user flushed the in port luer of the icy catheter (lot# 141208) that was placed in the right femoral vein of the patient with 5 ml. Of saline solution, however, the saline was unable to pass through. In addition, x-ray confirmed proper placement of the catheter. It was determined that the catheter did not have saline flow. The suk was tested in closed circuit, and the ivtm system was placed in run mode. The pump was rotating, and the pinwheel was spinning without any issue. Following this, the catheter was capped, and a new icy catheter was placed in the left femoral vein to continue the patient treatment using the same console. No device malfunction was reported on the ivtm system, and the suk. No consequences, or impact to patient.